Event description:
A pt reported experiencing inaccurate low results with a fasttake meter. The pt's blood glucose was 38 and 332 with a 141% difference. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.